Event description:
The customer reported an unk intermittent problem while booting and taking x-rays. No pt injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and replaced the cpu board and hard drive. System operates as intended.